Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited varying right atrial (ra) pace impedances from 470 ohms to 1,864 ohms. Additionally, there was a lead safety switch (lss) which suggests that the impedances measured greater than 2,000 ohms. After the lead safety switch there were myopotentials on the ra channel along with noise believed to be due to a minute ventilation interaction. No adverse patient effects were reported. This product remains in-service.

Event description:
This report is being filed to provide additional system observations. This system also exhibited high out of range right ventricular (rv) pace impedance measurements, measuring greater than 2,000 ohms. The patient was referred to their following clinic. No adverse patient effects were reported. This product remains in-service.

Event description:
This report is being submitted to provide updates to evaluation coding.